Manufacturer narrative:
.

Event description:
Reporting status: serious injury. Reporting rationale: perforation requiring intervention. Device issue: guide wire separation. It was reported that the guide wire unraveled [returned device analysis confirmed separation] during use in the patient, and that only slight resistance was felt during advancement of the guide wire. Sometime during the procedure a perforation occurred, which was treated with placement of a stent. It is unknown what caused the perforation. The entire guide wire was able to be removed from the patient without issue. A pilot guide wire was used to complete the case. No additional event or patient information is available.